Event description:
Pt was holding on to the top of the table during an air contrast barium enema procedure when the table was being moved towards the head end. Her 2nd, 3rd and 4th fingers were pinched under the table top. Laceration at 3rd phalanges of index finger.